Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box data from the date of the even had been overwritten due to continued use of the device. The pump's alarm history showed no evidence of the alleged alarms, but there was a replace battery alarm found on 04-jun-2018. The pump intermittently powered on with the returned battery cap. A test battery cap was unable to tighten fully to the pump the battery compartment was cracked. The pump's current draws were within specifications. Unrelated to the initial allegation, the ok button was intermittently unresponsive. There was contamination found on the button contacts. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.